Event description:
It was reported that during an angioplasty procedure to deploy a stent in the superficial femoral artery (sfa), difficulty was encountered when retracting the delivery system back over the glidewire guidewire. The sent was successfully deployed and the case was completed wit ha different guidewire. The patient condition is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. We are not able to perform a shop floor paperwork review as the lot number is unknown. Should further relevant information become available; a supplemental medwatch report will be filed.